Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor position encoder error alarm and a motor error alarm on the insulin pump. Customer is not connected to the pump and the drive support cap is okay. Caller stated that the pump was not exposed to a high magnetic environment. Customer was advised not to use the pump and to revert to a back-up plan.